Event description:
During a procedure involving a stenosis in the femoral artery, the tip of the guidewire came off. The physician was able to retrieve it successfully using a gooseneck snare. Patient status is reported as 'ok' following the procedure. No additional information is available at this time.